Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels above 500 mg/dl with unknown cause. The elevated bg was reportedly addressed via manual injections. Recommendation was made to discuss the issue with the healthcare provider.